Event description:
On (B)(6), 2011, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ping meter was reading inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began on (B)(6) 2011 at approximately 11:05am. The patient reported blood glucose results of "~200 mg/dl" with the subject meter and "hi" message (>600md/dl) on another meter (ultramini), performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter also stated the patient tested positive for ketones at an unspecified time. The patient reportedly manages his diabetes with humalog insulin through pump therapy and the reporter denied that any action was taken regarding his usual diabetes management routine in response to the alleged issue. Approximately 5 minutes before performing the test the patient reportedly "was throwing up." The reporter stated she treated the patient with 6 units of humalog insulin based on the onetouch ultramini meter result and the ketones strip at approximately 11:15am. At the time of troubleshooting, the cca noted the subject meter's unit of measure was not confirmed, the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being ruled out as a reportable event due to the following conclusion(s): there is no indication that the product caused or contributed to an adverse event. Patient's symptoms did not correlate with lfs's definition of a serious injury and the form of treatment was consistent with the subject meter result. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. However, a secondary issue was noted where the meter was found to have a low/ dead battery. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.